Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B) (6) 2009. According to the complainant, during the procedure the clip clamped down on tissue, but would not release from the catheter. They removed it from the pt and used another of the same device and completed the case. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine".

Manufacturer narrative:
These codes were selected by the manufacturer based on info obtained from the user facility. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).